Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with hyperlipidemia, hypertension, severe symptomatic aortic stenosis, diverticulitis and gastroesophageal reflux disease who underwent the implant of a medtronic evolutpro+ transcatheter aortic valve (tav). No serial numbers were provided. During the implant, the tav dislodged slightly aortic which resulted in moderate paravalvular leak (pvl) and aortic insufficiency. A balloon aortic valvuloplasty (bav) was attempted, but caused full tav dislodgment from the aortic annulus. A second tav was implanted with the use of two snares. Aortography confirmed no pvl and an ascending aortic dissection. The tavs were explanted, and a non-medtronic surgical valve was implanted along with an aortic arch graft repair with reconstruction of the left and right sinus of valsalva. It was suspected that the patient history of hypertension and sharp angulation of the distal aortic arch could have contributed to the adverse event. The patient recovered and was discharged eight days later. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: hameed I, boix-garibo r, ahmed a, forrest jk, vallabhajosyula p. Emergent repair of acute type a aortic dissection from transcatheter aortic valve replacement. Can j cardiol. 2022 mar;38(3):404-406. Doi: 10.1016/j.cjca.2022.01.003. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.